Event description:
The hearing aid user noticed the wax guard was missing from his hearing aid and used over-the-counter ear wash to remove it. The hearing aid specialist examined the ear and found no evidence of redness, swelling or drainage.